Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the system will not power on. No patient involvement was reported.

Manufacturer narrative:
The field service engineer (fse )was unable to duplicate the reported problem. There were no parts replaced.